Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from the scs system. It was also reported the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was explanted and replaced (reference MFR. Report#: 1627487-2017-06391). During the procedure, the patient's lead was tested and no issues were found. Reportedly, effective stimulation was achieved following the ipg procedure.